Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and pinnacle and mesh were implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, and bleeding after the implant. It was reported that patient underwent mesh revision on (B)(6) 2010.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 05/24/2016. (B)(4). It was reported that following insertion the patient experienced vaginal bleeding, vaginal discharge, and vaginal discomfort.

Manufacturer narrative:
It was reported that patient underwent urethral dilation on (B)(6)2017 due to urethral stenosis.

Manufacturer narrative:
Corrected information.